Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the site issues. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod site was painful, bruised and swollen when the pod was removed. The blood glucose levels reached 350 mg/dl while wearing the pod longer than 48 hours. It was also reported that the pod was leaking insulin. The patient reported they had antibiotics but did not confirm if the antibiotics were prescribed for this particular issue.

Manufacturer narrative:
Inspection of the device found no damages or defects to the formed needle, soft cannula, or bottom housing that would contribute to skin condition irritation or infection at the infusion site. The exact cause of the reported event could not be determined. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.